Manufacturer narrative:
The agent reported, patient became infected post-operatively. Female 62. Complaint has been evaluated and is similar to report number 1644408-2022-01106; 944-01-40h, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infection.